Event description:
During a lsh case, bleeding occurred which required sutures to effect a seal. No pt harm was reported.

Manufacturer narrative:
Device was received with tissue build-up on the jaws. Analysis determined a loose rivet prevented the jaws from closing completely. This condition could result in a poor coagulation effect.